Event description:
It was reported that a right inferior synfix lr screw had loosened postoperative and therefore needed to be removed. This is report 1 of 3 for complaint com-(B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.